Manufacturer narrative:
(B)(4). Evaluation of the returned device found it partially deployed with the clip being undisturbed and remained on the carrier tube. The thumb advancer stroke was incomplete. However, the sheath was fully slit, consistent with post-procedure manipulation. Inspection of the returned device indicated that the distal end of the sheath was stretched and there was a stringer hanging over the tubeset. The sheath elongation indicated that there was resistance encountered while advancing the thumb advancer as reported. The safety release mechanism was activated to collapse the locator wings to remove the device; however, because the locator wings were severely bent, this prevented them from being fully collapsed when activating the safety release. Bent wings could result in difficult device removal; however, this was not reported. Based on the investigation findings, the probable root cause for the incomplete thumb advancer deployment and stretched sheath is tight tissue tract. Instead of the tubeset sliding easily within the sheath while advancing the thumb advancer, tissue compression forces may create resistance to the thumb advancer deployment and cause the sheath to drag along with the tubeset as it is distally advanced. Eventually, the thumb advancer deployment stopped and the sheath stretched. The probable root cause for the bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset can bend the wings and interfere with the device removal. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, resistance was felt when moving the thumb advancer forward to cut the sheath. The sheath could not be split. The safety release mechanism was used to close the vessel locator foot and remove the device. Manual compression was applied to achieve hemostasis. The case was prolonged 45 to 60 minutes while trying to remove the device. There were no reported adverse patient sequale. Though requested, no additional information was provided.